Event description:
It was reported that the customer experienced a button error on her insulin pump. The customer's blood glucose level was 240 mg/dl. Insulin pump will be placed. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.